Event description:
The user facility reported that the patient experienced an excessive bleeding during bronchoscopy. No further information provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that the user was able to obtain a normal bite size of biopsy sample using the subject device. However, the user observed excessive bleeding after the first biopsy sample was taken. The bleeding was stopped using an epinephrine mixed with saline the procedure was completed using a different, but similar biopsy forceps. The patient was taken to the intensive care unit for observation and the patient was discharge from the facility after a few days. The patient is reportedly doing fine since then. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If additional and significant information becomes available at a later time, this report will be updated.